Event description:
(B)(4) power wheel chair veered while attempting to drive the chair straight through a doorway. End users right foot hit the doorway and as a result her pinky toe was broken. End user did seek medical attention at the local ER for this injury.